Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported worsening mitral regurgitation was due to the posterior leaflet tear. The reported unspecified tissue injury associated with the leaflet tear was due to the clip entangling with anatomy. The reported entrapment of device (clip caught on chordae) was due to procedural circumstances during repositioning (clip interacting with patient pathology/ morphology). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip caught in chordae, tissue injury and worsening mitral regurgitation, requiring surgical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with enlarged atria and a posterior cleft. The first clip (20914r1070) was implanted successfully. A second clip (20914r1071) was then advanced into the patient. It was noted that while grasping in multiple positions, the second clip got caught on chordae. While troubleshooting, the clip was not able to be freed and subsequently a tissue injury occurred. The decision was made to implant the clip where it was and send the patient to surgery. The clip remained stable after deployment but the mr worsened to grade 4+. The patient was transferred to surgery the same day and underwent a mitral valve replacement. No additional information was provided.